Event description:
Same case as MFR report: 2134265-2010-01321, 2134265-2010-01578, 2134265-2010-01579. It was reported that during a rotational atherectomy procedure, removal difficulties were encountered and balloon ruptures occurred. The hazy lesion being treated was located in the severely calcified and tortuous circumflex artery. The lesion was approximately 18mm long. Access was achieved on the right side. First, a 6fr nonbsc device was used to test flow fractional reserve, and it was positive. Therefore, a floppy rotawire was advanced beyond the lesion. The rotablator system was platformed at 140,000 rpms. The 1.5mm rotablator burr was advanced to the lesion. During the attempt to ablate the lesion, the system speed fluctuated between 120,000 rpms and 140,000 rpms and then stalled on the initial run, and the system could not be restarted. The burr appeared to be stuck in the calcified plaque. The burr was not flow limiting and the patient did not have any adverse symptoms. The physician then accessed the left side using an 8 fr system. First, a nonbsc wire and a 1.5 x 12mm apex push balloon would not cross. A nonbsc device was advanced and became stuck. A nonbsc wire would not cross. A nonbsc wire was then able to cross, and a 1.5 x12mm apex flex monorail balloon was advanced. Upon the third inflation to unknown atms, the balloon ruptured. Another 2.0 x 12mm apex balloon was advanced and burst on inflation. A 2.5mm nonbsc balloon was then able to be advanced and inflated, and all devices were removed manually. A 3.5 x 18mm promus drug-eluting stent was then deployed at 20atms. Additional planned intervention was not completed due to the time on the table of 5 hours, however no patient complications were reported and patient status was reported as `fine'.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).